Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, the balloon ruptured under unknown pressure with unknown number of inflation. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned or evaluation. There was blood in the wire lumen. Magnified inspection revealed no damage to the balloon. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from two pinholes adjacent to the distal edge of the proximal markerband and 1mm distal of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, the balloon ruptured under unknown pressure with unknown number of inflation. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).